Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead body. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. The reported event of insulation damage was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the physician noted insulation damage on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.